Event description:
Pt reported that the insulin delivery of the infusion device is inaccurate. She experienced hyperglycemia and changed the infusion set and cartridge, but this did not resolve the issue. She had to inject insulin to decrease her blood glucose to her normal range. The infusion device was replaced and requested for eval. Pt did not require treatment from a health care professional or second party to address the issue. No add'l info was provided.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.